Event description:
Indusaport implanted (B) (6) never accessed. On (B) (6), patient had inserted indusaport and removed at another hospital. Culture of blood drawn from indusaport x2, positive for pantoea agglomerans. Patient had fever and pain at insertion site. Indusaport inserted at our facility on (B) (6) 2010. On (B) (6) 2010 received notification from infusion preventionist at another hospital informing me, patient had presented at his hospital with an indusaport infection. Informed me of culture reports of treatment done for patient. Indusaport had not been accessed after insertion and/or prior to preventing to hospital with infection.